Event description:
It is reported that the device was implanted in 2008 and revised in 2009, due to the ceramic insert fracturing.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient is a male. The fracture of the device was probably due to, but may not be limited to, the weight of the patient. The use of ceramic components is contraindicated in obese patients. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.